Event description:
It was reported that the pump battery was not charging. Customer's blood glucose was 122 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On february 18, 2022, the distributor reported the additional information: the pump history was reviewed, and the pump battery was found to be depleting quickly and pump shut off after low power alerts/alarm occurred. D10: updated h6: code 2892 removed. Code 2885, 1503 added. H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.